Event description:
Information was received indicating that the smiths medfusion 3500 syringe pump displayed a check clutch and plunger lever error. There was patient involved.

Manufacturer narrative:
Other, other text: device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found check clutch error in history. Visual inspection and flow testing were performed. The customer's reported problem was confirmed. According to the investigation, the pump position pot connection came loose from the main board. Investigator's secured the position pot connection to the main board and cleaned, greased and calibrated the pump. The problem source of the reported problem is unknown.